Event description:
The following was reported to hamilton medical ag (translated): hamilton t1 could no longer be operated and the vt rose to 500ml,, screen display shifted and illegible / after restarting the hamilton, the error was gone. The ventilated patient was not harmed and continued to be ventilated using the manual ventilation bag when the device was restarted.

Manufacturer narrative:
Analysis is ongoing. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications (stopped working) at the time of the event while the ventilator was used for ventilation of a patient. The cause was not determined. There was no reported patient or user harm. The patient had to be manually bagged. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag (translated): hamilton t1 could no longer be operated and the vt rose to 500ml,, screen display shifted and illegible / after restarting the hamilton, the error was gone. The ventilated patient was not harmed and continued to be ventilated using the manual ventilation bag when the device was restarted.